Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration confirmed thru x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not released by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, (B)(4).